Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that false pause episodes due to undersensing were observed on the implantable cardiac monitor. Programming changes were made to increase sensitivity. The patient experienced no consequences and was to continue with remote monitoring.